Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that detached sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. Per a letter received from the patient on (B)(6) 2021, the patient reported a retained detached wire. He stated that on (B)(6) 21 he was taking a shower and noticed that the sensor had fallen off his abdomen. The outer rim of the adhesive had stayed on, but the sensor pod (transmitter holder) and transmitter had fallen off. He checked and was unable to locate the sensor wire. Over the next two weeks he developed a large lump on his left side at the insertion site and started to have high bgs, then high blood pressure and bad headaches. He stated that he saw a physician on (B)(6) 21 and was prescribed cephalexin, two capsules per day for five days, to relieve an infection which had caused redness and swelling all over his abdomen. At 4:000 am on (B)(6) 2021 he woke up vomiting very hard, which lasted until 11:00 am, and he was very weak. He called his doctor who told him to go to urgent care. After being examined there he was sent to the hospital emergency room (ER). Multiple unspecified tests were done, and he stated that an ultrasound and computed tomography (CT) scan both confirmed a retained sensor wire. He was told he had sepsis. Surgery was planned to remove the wire, but after the ER physician spoke with dexcom, it was decided not to do so. He was admitted to the surgical unit as an inpatient for observation and given multiple IV antibiotics and other oral and IV medications. He was discharged on (B)(6) 2021 and put on an unspecified ¿at home¿ antibiotic. He saw his physician twice after discharge. He stated that the wire is still retained and he still has a lump on his abdomen. His blood glucose (bg) and blood pressure (bp) have returned to normal, but he stated that he does not feel like himself. In contrast to the above information provided in the patient¿s letter, the pharmacy prescription information and hospital notes the patient sent indicate that sulfamethoxazole/trimethoprim 800/160 mg antibiotic tablet twice a day for seven days was prescribed on (B)(6) 21 and cephalexin (keflex) 1000 mg three times a day for five days was prescribed at discharge on (B)(6) 2021. A physician¿s progress note from (B)(6) 2021 indicates the patient's bp was 180/90 and he was prescribed sulfamethoxazole/trimethoprim (bactrim ds) for a suspected local infection/abdominal mass as well as biaxin (clarithromycin) 500 mg every 12 hours. It indicates the patient had also tried to give one insulin injection into the hard lump area. Urgent care and ER notes from (B)(6) 21 indicate left lower quadrant abdominal pain, fever (100.2 f), chills, tachycardia (hr 104-111) and elevated wbc (11.9). The ER physician stated in his assessment note that he suspected a bacterial infection from insertion rather than a foreign body, and that a CT scan did not show a foreign body. He felt the sensor may have come off due to underlying infection as the patient¿s bgs were already elevating, and he planned to admit the patient and start vancomycin and ancef (cefazolin) for cellulitis. He advised against surgical exploration. A photo of the abdomen shows generalized erythema on both sides of the abdomen, with a larger, darker red patch on the left abdomen. CT results state: subcutaneous stranding in the left and right lower quadrants without radiopaque foreign body demonstrated.¿ blood cultures and mrsa screening were negative. The hospital discharge note reiterated that no foreign body was found; it stated that a small area of induration remained but that no apparent abscess was noted. At a follow up visit 06/21/2021 with his primary care medical doctor (md), the patient¿s bgs had returned to normal, redness had resolved, abdomen was not tender, and a 2 cm area of firmness/induration remained. At a follow up visit 07/7/2021 it was noted that the cellulitis symptoms had not recurred. There is no indication in the received documents from the patient that an ultrasound was done or that a CT scan had confirmed the presence of a retained sensor wire. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.